Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported by the associate the doctor mentioned during a conversation, the pt experienced a delayed esophogeal perforation in 2006. The caller had no detail on the hospital where it occurred. The doctor mentioned he did report the incident but it is unclear as to whether it was reported to ees.